Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (wont power up) was isolated to a damaged and loose power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery charger was unable to power on.